Event description:
Procedure type: wedge resection. According to the reporter: the first firing with the purple 45 was done properly. During the 2nd firing with the purple 60, the tissue was pushed and slipped out of jaws. Since the firing could not be stopped, the device was fired completely resulting in a rupture of lung and bleeding. Using the black 60 and black 45 cartridges, the specimen was removed and the damaged tissue was treated with the tachocomb. Air leakage was confirmed by a leakage test, but the surgeon judged the leakage would stop in a few days and finished the procedure. Nothing fell into cavity. No ill effect on pt. Operating room time was extended by more than 30 mins. Bleeding was reported to be less than 500cc. The case was extended by more than 30 mins.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.